Event description:
The pt reportedly experiences facial nerve stimulation, intermittencies and sound quality issues. It was also noted that the pt experienced very loud jolts, which appeared to have caused his eyes to roll back and his head to jerk violently to the side. External equipment was exchanged, however the problems were not resolved. Testing showed that the device was functioning. The pt continues to be monitored by the center and surgery to explant the pt's device is being evaluated.